Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10. Additional contact information:(B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the calibration of the touchscreen was not correct. Therefore only the fse had calibrated the "touch panel" from which the unit had passed all the calibration, functional and safety tests were being performed. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Corrected data: h6 (clinical and impact code).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units touch screen is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units touch screen is not working.